Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced occlusion at the site and experienced high blood glucose level of 200 mg/dl.the customer had manual injections and lastly changed cartridge 2-3 days ago. Has not changed it during occlusion issues. No further information available.